Manufacturer narrative:
The patient states that the prolonged wait time to treat her initial wound healing/bowel perforation appears to be the cause of her subsequent health issues. Fistula formation and adhesions are both listed in the adverse reaction section of the IFU as possible complications. Regarding infection the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the information available at this time, no definitive conclusions can be made. If additional information is obtained, a supplemental MDR will be submitted. This MDR represents the bard/davol composix kugel hernia patch (mesh #1) implanted on (B)(6) 2005. A separate MDR was sent to document the other bard/davol composix kugel hernia patch (mesh #2) implanted on (B)(6) 2005. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on patient medical records: (B)(6) 2005 - patient was implanted with two bard composix kugel hernia patches for the repair of a very large incisional hernia and multiple small hernias with bowel resection due to incomplete bowel obstruction. (B)(6) 2005 - patient underwent an exploratory laparotomy related to suspected intraabdominal bleeding. The previously placed patches were removed and the abdomen had approximately 500-750 ml of blood with clots. No active bleeding was discovered and the source of the "oozing" was noted to be the portion of mesentery from the resection site as well as the inner abdominal wall where the stitches were placed to hold the mesh. The bleeding was controlled and the hernia repair was redone with the placement of two new bard composix kugel hernia patches. There is no indication of an issue with the first two patches. These were removed to identify the source of the bleeding unrelated to the mesh. (B)(6) 2005 - patient sought a second opinion due to a non healing wound. At this time the patient had an open wound with fecal material draining into the abdomen. The patient indicates she was dressing this on her own. (B)(6) 2006 - patient underwent explant of "infected abdominal wall mesh with closure of enterocutaneous fistula and repair of incisional hernia" with non bard/davol mesh device. Operative report notes there was a considerable amount of omentum adhered to the underside of the mesh. The previously implanted composix kugel hernia patches were completely removed.